Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed since the implanted mitraclip detached from one leaflet, while remaining attached to the other leaflet. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) grade 4. The first clip delivery system (cds 71107u189) was advanced to the mitral valve and the clip was implanted per instructions for use. Following, the implanted mitraclip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment-slda). As treatment, a second mitraclip was implanted without reported issue to stabilize the first clip. A third mitraclip was implanted without reported issue and the mr was reduced to grade 1. There was no adverse patient sequela. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (prolapsed leaflet). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filled medwatch report, the additional information was received: the patient presented with a wide posterior leaflet prolapse and a dilated left ventricle and left atrium. After grasping the leaflets without reported issue with clip delivery system (cds71107u189), there was still a lot of tissue prolapsing, creating tension.